Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
"Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. It was reported that the patient was using an unsupported operating system. No additional event or patient information is available. A data investigation will not be performed as signal loss up to one hour is within specification. Confirmation of the complaint could not be determined. A root cause could not be determined. Labeling indicates: the dexcom mobile application is only compatible for select smart devices and mobile operating systems.